Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, high threshold and no capture. Lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.